Manufacturer narrative:
According to the field, the rv lead was damaged during the explant procedure and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an abnormal fluctuation in pacing impedances measurements due to a suspected insulation issue. Oversensing of noise was also observed on the rv channel causing false episodes. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.